Event description:
It was reported that intra-op of a neurostimulator and extension replacement, the patient's impedance readings were still low (less than 250 ohms). Upon examination of the lead, it was observed that there might be a kink in the lead. The physician elected not to replace the lead, but to instead send the patient to a neurologist to see if reprogramming would resolve the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 748295 serial #(B)(4) implanted: (B)(6) 2006 explanted: unknown; extension model 748295 serial #n(B)(4) implanted: (B)(6) 2006 explanted: unknown; extension model unknown serial #unknown implanted: (B)(6) 2011 explanted: na; transmitter model 7436 serial #(B)(4) lead model 3389s-40 serial #(B)(4) implanted: (B)(6) 2006 explanted: na; lead model 3389s-40 serial #(B)(4) implanted: (B)(6) 2006 explanted: na.